Manufacturer narrative:
The device was returned with normal working condition for evaluation with the battery voltage above the elective replacement indicator (eri). Electrical and mechanical analysis were performed and the results indicated that the device was within the normal functionality. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were seen.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker was unable to function as intended upon connecting to the leads. The pacemaker was not used and replaced to complete the procedure. No patient condition or further information could be obtained.